Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4). Qcore received the same complaint from the same facility about 9 different pumps that were used with oncology patients exposed to radiation therapy. Note: an error occurred during submission this report, 2 acknowledgements were received therefore this report re-submitted.

Event description:
The complaint was reported by a customer from (B)(6): exposure to radiation therapy.

Manufacturer narrative:
(B)(6). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The complaint was reported by a customer from the USA: exposure to radiation therapy.